Event description:
It was reported that the pt was explanted of this device and re-implanted with another MFR's device on (B)(6) 2012. According to the device explantation report, the device was explanted due to an incomplete electrode array insertion.

Manufacturer narrative:
The device has been explanted and should be returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.